Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6). According to the available information this inflatable device was implanted on (B)(6) 2017 and was removed/replaced on (B)(6) 2020 due to leaking tubing. Additional information received from the territory manager indicated: ¿tubing broken/leaking at the right tubing/ 1 cylinder junction.¿ a titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the exhaust tubing of cylinder 1. Testing revealed this to be a site of leakage. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with the pump, cylinder 2, or reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1 at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing broken/leaking at the right tubing /1 cylinder junction. The device was removed/replaced.